Event description:
It was reported that during a follow up the physician observed that the device had attempted to shock the patient. The physician believed the device to be at eri and scheduled a replacement. During the procedure, the ICD gave an alert message displaying possible output circuit failure. The device was explanted and replaced. The patient was okay after the procedure. No adverse consequences were reported.

Manufacturer narrative:
Evaluation description: the reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuitry was found to be damaged. The cause of the damaged high voltage output circuitry could not be determined.

Manufacturer narrative:
All device evaluation anticipated, but not yet begun.